Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. Reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be conclusively specified. It was likely the connector was loosened and disassembled, making it impossible to connect the cleaning tube. The cause of the connector loosening may be that the user put loose stress on the connector, which accumulated. Additionally, the issue may have been caused by hitting a hard object. The instructions for use (IFU) provides the following guidelines: 3.inspection before use chapter, 3.3 inspecting the connectors check the following for each connector. -the connector should be fixed firmly -the o-rings should be free of abnormalities such as cracks, tears, or dents corrected data: h4.

Event description:
The customer reported to olympus, the oer-pro endoscope reprocessor had a broken gray scope connector. No patient involvement reported.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility. The device was evaluated onsite for the cracked lid and the issue was confirmed. The fse replaced the broken scope connector and tested the unit. The equipment was repaired and verified according to original equipment manufacturer (OEM) instructions. The software attributes had been verified and confirmed. The covers of the oer were not removed so an electrical safety check was not required. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.